Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 8, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3252, 4315). Method code #1: 10 - testing of actual/suspected device, method code #2: 3331 - analysis of production records, results code: 3252 - fracture problem, conclusions code: 4315 - cause not established. The affected sample was returned, however, the broken washer was not returned, so a thorough investigation could not be conducted. A picture provided with the complaint show that the washer is discolored and broken. This kind of discoloration is observed when improper reprocessing techniques are utilized. Additionally the product has been expired for more than 3 months on the informed date. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arms of the nylon washers were broken. Per user facility, they executed exactly the instructions given on the IFU as regards cleaning, sterilization and lubrication. The surgical procedure was postponed due to unavailability of the device. No known impact or consequence to patient. The product was not changed out.